Manufacturer narrative:
The samples were lithium heparin plasma. Bun flags were generated shortly after the original results. Service was dispatched. Wash station nozzles were cleared and instrument was recovered from cuvette overflow.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated creatinine and lipase results generated on au5421 chemistry analyzer. The user was alerted by bun linearity flags but failed to repeat tests before releasing the results out of the laboratory. Corrected reports were issued for three (3) creatinine results and one (1) lipase result. There was no effect to patient or user.